Event description:
It was reported that the patient underwent a c4-c5 anterior cervical diskectomy and fusion with an interbody implant, anterior cervical plating, microdissection, intraoperative fluoroscopy, removal of old artificial disk and interoperative monitoring with baseline emgs and continuous emg monitoring throughout the case, as well as bilateral upper and lower extremity motor evoked potentials and somatosensory evoked potentials. The wound was copiously irrigated with bacitracin solution. No active bleeding identified. An unknown time post-op, the patient was diagnosed with an infection. No additional information has been provided.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. A review of the device history records for this device was not possible without additional device information.